Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the pacing lead exhibited intermittent loss of capture. The physician considered that fixation of the lead was possibly unstable. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.